Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms while they were traveling to the dominican republic. There were no low flow alarms captured in the log file and could have been overwritten by new events. The log file was full with pulsatility index (pi) events on 21aug2022. It was noted that the system controller clock was incorrect and the date was updated. An echocardiogram (echo) and computed tomography (CT) scan were performed to rule out obstruction. No symptoms were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that thrombus was ruled out with a negative computed tomography angiography (cta) with contrast. The outflow graft was widely patent. The cause of the low flow alarms was determined to be hypovolemia. An echocardiogram (echo) was performed. The patient's diuretic was stopped and the patient would be monitored.